Event description:
It was reported that one day post implant a chest x-ray revealed the lead dislodged. The physician attempted to reposition the lead but nicked an artery and after 90 minutes the artery was tied-off. As a precaution to avoid infection, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.